Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus elite ous mr 32 x 3.00 mm stent delivery system was returned for analysis. An examination of the stent found damage to the distal end of the stent with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube found multiple hypotube kinks along several locations along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22-dec-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified and tortuous mid left circumflex artery. After the lesion was crossed with a non-bsc wire and pre-dilated with a maverick balloon catheter, a 32 x 3.00 promus elite drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another stent followed by post dilatation. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.